Event description:
It was reported on a product quality report that the (1) er320 was used during an unknown procedure. It was reported that when the clips was applied, they were not tight. They did not close enough. There was no pt consequence.